Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had no telemetry. The device was never used in a case. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the low battery voltage which was the cause of the no-telemetry/no-output condition. When powered by an external supply, the system current drain was nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed that based on the destructive analysis, no evidence of an internal short was found. Inspection on internal battery components found no anomalies to account for the highly depleted condition of the device in a no telemetry and no output condition during implant, as noted in adm-fr-2018-162-3. Isolated, bright lithium deposits were observed throughout the head-space region, typical of that seen during storming events. However, as the device was never implanted, the cause for lithium-deposition is not known. Back-lit images found uniform lithium depletion across the anode with only trace amounts of lithium remaining, typical of that found in highly depleted batteries. If information is provided in the future, a supplemental report will be issued.